Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective pull ring cap of an amia automated pd cycler set was discovered to be disconnected from the patient line. Prior to patient use during peritoneal dialysis (pd) therapy, it was observed that the protective pull ring cap had fallen off the patient line and was inside the secondary packaging of the set. There was no patient involvement. No additional information is available.